Event description:
The facility reported to baxter "staff wraps the cords around the pumps during transport and the panel lockout button is flushed with the pump". "On a single occasion, the panel lockout button on the back of the pump was pushed and held during pt transport. The pump went into pump failure alarm and shut down".